Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling adhesive around objective lens and moisture exposure to the image was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.7 inspection of the ancillary equipment, inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] 20 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope as below. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the endoeye flex 3d deflectable videoscope showed screen noise. Inspection and testing of the returned device found damage on objective lens, a foggy image occurs and the adhesive around objective lens was peeled. There was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage on and invasion of moisture into the objective lens causing a foggy image and the adhesive around objective lens had peeled. Additional evaluation findings were as follows: the bending section cover was worn and due to a pinhole water tightness was lost, due to damage on charge-coupled device unit, the image had white dots and a noisy image occurs, the electrical contact of video connector was shaved, also causing a noisy image to occur, due to a pinhole on the universal cord and the video cable water tightness was lost, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, the video cable had a buckling, and both the video connector and the video connector case had a crack. The following parts had scratches: video connector, video connector case, light guide cover glass, light guide connector, grip switch 1 and the control unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.